Event description:
Procedure type: inguinal hernia repair. Patient gender: unk. According to the reporter: the trocar broke while inside the cavity (it did not break in pieces) would not work. Opened a new device to complete the case. Or was extended approximately 15 minutes. No pt injury was reported.

Manufacturer narrative:
(B) (4)